Event description:
It was reported that during a percutaneous coronary interventional (pci) drug eluting stenting procedure, the stent was defective. The taxus liberte 20 x 2.50mm stent could not cross the lesion. Outside of the patient's body, the balloon was inflated and "visualized that the stent had not the correct positioning along the balloon (displaced distally of around 2mm)." No patient injuries or complications were reported. The patient's status is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records confirms that the device met all material, assembly, and performance specifications before release. The cause of the difficulties stated in the complaint could not be determined. Product unavailable for analysis